Event description:
Subsequent information received stated the stent slipped off the balloon distally and was successfully fixed to the vessel wall by a non-abbott stent during the procedure.

Manufacturer narrative:
(B)(4). Against resistance. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure using a 7 fr sheath and femoral access to the concentric, 95% stenosed, de novo proximal left main artery lesion, the right coronary artery (rca) lesion was treated with percutaneous transluminal coronary angioplasty (ptca) and 2 stents. The left main was treated with ptca and a 3.0 x 12 mm xience v stent with a maximum deployment pressure of 18 atmosphere (atm). A 2.75 x 15 mm xience v stent delivery system (sds) was advanced with some anatomical resistance to treat the proximal third of the lad when the stent slipped proximally from the balloon catheter. The device was removed from the anatomy. A non-abbott stent was used the treat the lesion without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.